Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. It was further described as "the patient had closed the clamp and was disconnecting when the dark blue and light blue parts started separating". The transfer set was in use 22 days. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.